Manufacturer narrative:
Unit not received in manufacturing mode. Unit received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, peeling end cap address label and slight corrosion on battery tube.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was 242 mg/dl. The customer stated that reservoir area was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.